Event description:
During ivtm therapy, the thermogard xp ivtm system (s/n (B)(4)) intermittently displayed tcmid:02 (ce danfoss error) error messages. Another thermogard console was used to continue the patient treatment without delay. Patient's status information was requested, but the customer did not provide a response.

Manufacturer narrative:
The reported complaint that "the thermogard xp ivtm system (s/n (B)(4)) intermittently displayed tcmid:02 (ce danfoss error) error messages" was confirmed based on the event log review but was not confirmed during functional testing. The root cause of the reported complaint was an intermittent/poor connection between the cooling engine wire harness and pic 16 wire harness cables, possibly attributed to the age of the device. The thermogard console was manufactured in august 2010 and is over 11 years old, well beyond its expected service life of 5 years. Visual inspection of the thermogard console was performed, and no issues were observed. A review of the event log showed multiple tcmid:02 (ce danfoss error) error messages on the customer's reported event date; thus, confirming the reported complaint. The ivtm thermogard console passed functional testing without any fault or error. During further testing, the cooling engine (ce) fan was operating intermittently, unrelated to the reported complaint. When the ce compressor was turned on, the ce fan would stop rotating. Investigation revealed a burned pin on the connector in the wire harness between the cooling engine and the pic 16 board, possibly due to a leaking current. The defective connector resulted in a poor electrical connection. This caused the intermittent occurrences of the reported tcmid:02 error messages as well as the intermittent operation of the ce fan. The pic 16 and cooling engine wire harness assemblies were replaced to remedy both faults. In addition, the danfoss module was replaced as a preventive precautionary measure to further address the reported intermittent tcmid:02. Following service, the thermogard console passed all tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for the thermogard console with serial number (B)(4).